Manufacturer narrative:
Device labeling, available in print and online, states: vac foam dressings are not bioabsorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on info provided by the health care providers, it cannot be determined that the foreign body alleged to be v.a.c. Whitefoam was removed from the wound. The foreign body was not returned to kci for identification therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to possible user misuse.

Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, v.a.c. Therapy was initiated. The pt's wound was located in the left cervical area. On an unk date, the pt was diagnosed with a fistula not related to v.a.c. Therapy in the esophagus. On (B)(6) 2011, v.a.c. Whitefoam was placed in the wound. On (B)(6) 2011, the dressing was changed and a piece of v.a.c. Whitefoam could not be located. The physician was notified. The pt's fistula connects to an unk area that caused the foam to migrate away from the wound surface. On (B)(6) 2011, v.a.c. Therapy was discontinued. On (B)(6) 2011, a surgical exploration of the wound under general anesthesia was performed in order to locate the foreign material. The foreign material was located and removed. The pt was in good condition and discharged home on the same day.